Event description:
The reporter stated the surgeon attempted to use a micl 12.6mm implantable collamer lens. The plate haptic was bent when removed from the vial. Lens was received defective. There was no pt contact. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Number: (B)(4).